Event description:
The user facility reported a needle stick using the sv*s19bl device. Follow up communication from the user facility confirmed the following: (1) they had one of these devices that led to a needle stick; (2) it was reported she would not consider the device faulty; (3) she was attempting to activate the safety with her index finger and incurred the needle stick; (4) required medical treatment due to potential exposure to infectious disease; (5) she has returned to work; (6) reported "all is well"; and (7) no impact to the patient.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report # (B)(4) to provide the retention sample evaluation results. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and a reserved sample. Visual inspection revealed no anomalies or defects. The angle of the safety shield confirmed to meet manufacturer specifications. Activation of the safety shield was conducted using the method indicated in the IFU. The safety unit was activated successfully with no defects. Breakage resistance test was conducted and revealed no anomalies or defects. A simulation test was performed to verify the blood-taking function and observe whether the finger will be exposed to the winged needle performed according to the IFU. It was confirmed (1) when the safety shield is flipped forward to the needle during the normal operation, the needle is still under the penetration status. Operating the device according to the IFU, the finger will not be exposed to the winged needle. A review of the device history record, the in-process inspection, and the final release records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation results confirm that the performance of the retention samples conformed to the performance requirements during normal use. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to the manufacturer

Event description:
This report is being submitted as follow-up #1 for mfg. Report # (B)(4) to provide the retention sample evaluation results.

Manufacturer narrative:
The evaluation is yet to be completed. A follow up will be sent within 30 days of this report being sent. (B)(4). All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.